Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer was performed high pressure test and the test result was failed and also performed repeated high pressure test and the test also failed. Customer's blood glucose level was 327 mg/dl at the time of incident and 255 mg/dl at the time of call. Customer did not allege pump was under delivering. Customer also reported that the approximate size of air bubbles was big solid bubble not champagne looking air bubbles. Customer stated that the air bubbles were noticed during filling process. Customer stated that the location of bubbles was insulin vial. Customer stated that air bubbles were successfully removed. Customer stated that the cannula was bent. Troubleshooting was performed. The insulin pump will be returned for analysis.